Manufacturer narrative:
The reported issue of an occlusion alarm occurring and the user unable to clear the alarm message could not be confirmed or duplicated during the investigation. The customer did not provide a date or time for the reported incident and did not provide any details as to the infusion order. The incident disposable set was not returned for investigation. The last recorded usage recorded the pump module had alarmed once for occlusion fluid side and the user turning off the pump module a few seconds after the occlusion alarm. The recorded infusion was on the date 23/may/2018 between the times of 7:58am and 9:18am. The testing and inspection performed did not find any existing malfunctions and the pump module to be occluding for both bottle side and patient side within specification. Even though no pressure sensor malfunction was identified or is believed to have occurred, it is being recommended the upper and lower pressure sensor in this pump module be replaced as a preventative measure given their age is over 10 years old. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4).

Event description:
The customer reported that during an infusion, after an occlusion alarm occurred, the user was not able to clear the alarm message. No patient harm was reported.